Manufacturer narrative:
(B)(4) date sent: 10/31/2024. Additional information was requested, and the following was obtained: what is the product code? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? What was the patient¿s original diagnosis? What was the procedure that was performed? What organ or structure device fired upon? Why does the surgeon believe the compromised blood supply was related to the device issue? I did reach out to the customer via text and in an email that I sent with many of the questions that we needed answered. She never responded. The bad part is during my initial conversation with her and the fa, they couldn't remember if they used the powered or the manual circular, sizes, etc. When I asked questions all they could tell me was that they only closed down halfway on tissue where the orange line was in the center of the stapling window because that is what they were taught. I don¿t want to speak on behalf of the surgeon or the fa without the exact answers for each question below.

Manufacturer narrative:
(B)(4). Date sent 10/1/2024. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: dr. Menderes is claiming that someone instructed her to only close the stapler halfway. This is the way that her and her pa have been firing the device. The conversation with her was after both negative outcomes had already occurred. The rep states they would never instruct a surgeon to close halfway and fire. Have no idea where they even heard this but it is alarming. Instructed the pa or surgeon to close the device until they meet resistance, wait 15 seconds and if they would like, adjust until they meet resistance again. The rep will make sure that this doesn't happen again. There was talk that she may have taken critical blood supply that compromised the anastomosis. The job is to make sure that her and her pa fire the device correctly and the patient has an excellent outcome. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? What was the patient¿s original diagnosis? What was the procedure that was performed? What organ or structure device fired upon? Why does the surgeon believe the compromised blood supply was related to the device issue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a unknown gyn procedure, they had a situation where the blood supply was compromised and had a leak in patient. All the information was provided.